Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated the patient's qualifying condition as silent ischemia with stable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for elective cardiac catheterization. The following day, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) with 75% stenosis and was 15.0mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 2.50x20mm study stent. Following post-dilation, residual stenosis was 0% with timi flow 3. 2 days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented with complaints of dyspnea on exertion and was hospitalized. Subsequently, the patient underwent cardiac catheterization. The following day, the 90% in stent restenosis (isr) of study stent located in proximal lad was pre-dilated with a 3.5x10mm flextome cutting balloon, resulting in inadequate dilatation, revealed by intravascular ultrasound (ivus). Hence, additional plain old balloon angioplasty (poba) was performed with 3.25x10mm flextome cutting balloon. Repeat ivus revealed poor dilatation on the left circumflex (lcx) side of proximal lad, and so high pressure dilatation was performed successfully with a non bsc stent. Ultimately, balloon angioplasty was performed with 0% residual stenosis. The patient was discharged two days later.